Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report from the USA stating the device cannot secure the cutter. The device was not used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.